Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a f/u report will be submitted.

Event description:
It was reported that the nurses are reporting, frequently, that they are having to replace the neo sat probe and the replacement tapes much more frequently than before this newer item began to be what we receive for use. Per the nurses, both of these lose their adhesive and usually don't last even 24 hours ( even with the extra tape being used). We are also worried that we are not receiving accurate oxygen readings because the monitors are giving use low sats when the baby appears to be perfectly oxygenated. When the probe is replace the sats immediately improve.

Manufacturer narrative:
The returned replacement tapes were evaluated. A visual inspection of the external surfaces of the device concluded no anomalies was observed. No problem found with the returned devices. Brand name: updated to 'm-lncs/lncs replacement tapes' lot # is unknown. . Mfg date: date of device manufacture is unknown since lot # is unknown.